Event description:
Boston scientific received information that this patient, who was pacer dependent, was not pacing in ddd mode and experienced greater than two seconds of asystole during an implant procedure. There was also some oversensing of minute ventilation signals on the right ventricular lead in a bipolar setting as well. After reexamining and switching the system to a unipolar setting, pacing resumed and there was no oversensing. Boston scientific technical services discussed that these allegations were due to a programming issue as a bipolar setting will not work for unipolar leads. The system was successfully implanted and later checked and found to be working fine. There was no additional adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.